Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patella didn't snap into the metal back patella component. Surgery prolongation about 60 mins.